Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was found that the unit had a burnt component.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for a burnt component. The unit was disassembled and the burnt components were noticed on the printed circuit board. The burnt component was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.